Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted.. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) reel ac power cord was broken. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse cleaned and adjusted the power cord take-up assembly. All functional and safety tests were performed and passed to factory specifications. The iabp was cleared for clinical use.

Event description:
It was reported that the reel of the cardiosave intra-aortic balloon pump (iabp) power cord was broken. There was no patient involvement and no adverse event was reported.